Manufacturer narrative:
The device was not returned for evaluation. The root cause of the reported crack in the catheter is unknown. Based on the user's description, one possible cause of the crack is suturing to the catheter body. There are designated suture sites on the catheter; however, if the user applies sutures to the wire reinforced region of the catheter body, it is possible to damage the catheter.

Event description:
On (B)(6) 2024, a female newborn (36 hours old, weight 3.4 kg), 38 week delivery with meconium aspiration, was cannulated with a crescent ra 13 fr catheter to the ij using an open cut-down technique. The patient was paralyzed and sedated. Approximately 5 minutes after ECMO was initiated, a crack was noticed just below the gold suture ring causing air entrainment and the inability to flow through the ECMO circuit. Sutures were present on the cannula body. It was reported that a new catheter was unable to be placed due to the surgeon being unable to push a second catheter past 4 cm such that the ECMO therapy was not continued. The patient was reported as deceased. Date of death is (B)(6) 2024. Cause of death is unknown.